Manufacturer narrative:
Concomitant medical products: w2dr01 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest. The right atrial (ra) lead exhibited undersensing and low p-waves. The right ventricular (rv) lead exhibited undersensing. The leads remain in use. No further patient complications have been reported as a result of this event.